Manufacturer narrative:
Additional information: h6(patient code) additional information received by smiths medical on 30-sep-2020 via email that the event was found during testing and no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming that there was a downstream occlusion or dso. There were no reported adverse events.